Event description:
The source index for the same treatment plan, when printed on two different dates, reported different values for the offset of the beam entry point from the setup reference point. No pts were mistreated as a result of this problem.